Event description:
The catheter separated during removal from the pt. A 5cm piece of the catheter's outer coating remained in the pt. The piece was later removed under fluoroscopy. There were no pt complications.